Event description:
It was reported that it was difficult to connect a homechoice automated pd set with cassette to unknown solution bags. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.